Event description:
During a routine complaint investigation it was discovered that an improperly designed reset circuit for the microcontroller used on the vitek 2 spn board could result in electrically erasable memory (eeprom) in the microcontroller being erased during power off/on cycles. Most of the memory functions affected will cause the instrument to fail in a noticeable or failsafe manner, however, there are some memory locations that should they be erased would be undetectable by the clincial user. Any malfunctions in these specific locations will cause instrument behaviors that can result in incorrect ast and/or ID results.